Manufacturer narrative:
The reported event of the atrial setscrew could not be untightened was confirmed. Analysis revealed the user of the torque wrenches was making incorrect wrench insertions into the setscrew which stripped the setscrew inset. Other tools were used to try to untighten the setscrew, but they further damaged the inset so that the setscrew inset could not be engaged to untighten the setscrew. For lab testing tools were used that would engage the stripped inset. The tool was turned to untighten the setscrew and the setscrew untightened with normal force and the lead was removed. The problem in the field was caused by incorrect wrench and tool insertions by the physician/users that stripped/damaged the setscrew inset. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
Related manufacturer report number: 2017865-2023-95100. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and r-wave amplitude variation on the right ventricular (rv) lead. During lead revision, it was noted that there was insulation damage on the rv lead. During the procedure, the physician elected to replace the pacemaker (pm); it was noted that the set screw was stripped and was unable to be removed from the header. The physician elected to explant and replace the rv lead and pm. There were no patient consequences.